Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, while crossing the lesion, it was noticed that the stent twisted or crushed inside the artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the stent strut was damaged and it was removed through the guide catheter.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, while crossing the lesion, it was noticed that the stent twisted or crushed inside the artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.